Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. It was noted that the manufacturer's representative came to their healthcare professional's (hcp) office and everything was ¿ok¿. Additional follow up information received one week later reported that the patient had an appointment of (B)(6) 2014 with their doctor. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had been in the hospital for about a month through (B)(6) and they just got home on (B)(6) 2014. It was stated the patient was in the hospital for a seizure and it was not related to their device. Reportedly, the patient had been going to the bathroom more since they had been home and they were going to adjust the stimulation but they did not have the instructions. It was stated the patient tried to use their programmer and saw a triangle and a battery with three arrows coming out of it with a line. It was thought that the patient was seeing the reposition screen. The patient stated it was too hard to do by themselves because they were handicapped. It was noted the patient had a programmer for their right hip and one for their left hip. It was stated the patient noticed since they had been home that they had been going to the bathroom a lot at night because they were down to two times. The patient had two devices implanted and it was unknown which device caused the event. Reference regulatory report #3004209178-2014-03824.